Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced delayed low glucose alerts from the ilet system, receiving low alerts after blood glucose had already risen from the 60s to the 80s, and the mobile app intermittently froze and required force closing and restarting. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user, analysis of information provided by the user, and review of device operation including confirming firmware status and performing a device restart. Investigation of this case revealed no findings available, with insufficient information to determine a specific medical device problem or an affected device component. It was concluded, based on previously established findings for similar reports, that the cause was not established.